Event description:
It was reported that needle broke off into stomach while using bd nano¿ pro ultra-fine¿ pen needle. No medical intervention was mentioned and the needle was removed with tweezers by user. The following information was provided by the initial reporter: I use bd nano pro ultra-fine pen 4mm needles. I inject usually about six (6) times daily using humalog and humulin pens. One (1) of the needles (from the indicated batch) broke off after normal use and logged under the skin in the preferred area of my stomach. I managed to extract the remains with tweezers after much probing.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle broke off into stomach while using bd nano¿ pro ultra-fine¿ pen needle. No medical intervention was mentioned and the needle was removed with tweezers by user. The following information was provided by the initial reporter: I use bd nano pro ultra-fine pen 4mm needles. I inject usually about six (6) times daily using humalog and humulin pens. One (1) of the needles (from the indicated batch) broke off after normal use and logged under the skin in the preferred area of my stomach. I managed to extract the remains with tweezers after much probing.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 31-mar-2022. H.6. Investigation: customer returned (1) open 4mm, 32g pen needle from lot # 1166168. Customer states that the needle broke off into the stomach. The returned pen needle was examined and exhibited a broken patient end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related as the patient end of the cannula was bent and restraightened during use of the product by the customer.